Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the electromagnetic interface box ports were damaged and the power communication cable was noted to be damaged. It was reported that there were wires exposed. In addition, the monitor cable was frayed along with the power cable. There was no patient present when this issue was identified. No additional information was provided.